Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications and was able to be filled with 10ml of water. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon by aspiration but with extreme difficulty. Inflated balloon with 10 ml of solution successfully but with some difficulty and the catheter rested with no leaks noted. Attempted to deflate balloon passively and by aspiration using syringe and solution could not be withdrawn. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.027¿ and below could freely pass through lumen. 0.028¿ - 0.031¿ took some effort to get through and 0.032¿ and above cannot pass through. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo focuses in on end of catheter with balloon slightly inflated. Based on physical samples received product meets specifications according to inspection procedure which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley balloon was difficult to deflate. The foley catheter was inserted for surgical purposes. There was no problem in the preoperative pretest, and water injection and drainage could be performed. The user stated that there was a strong resistance when the catheter was placed to the female patient and then when tried to inject water. However, the user managed to inject 10cc of water into the catheter. Six hours after the operation, the user was able to drain only 6cc of water from the catheter. Then the user changed to a 2cc syringe and drained the remaining water, so that the catheter came off smoothly. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon was difficult to deflate. The foley catheter was inserted for surgical purposes. There was no problem in the preoperative pretest, and water injection and drainage could be performed. The user stated that there was a strong resistance when the catheter was placed to the female patient and then when tried to inject water. However, the user managed to inject 10cc of water into the catheter. Six hours after the operation, the user was able to drain only 6cc of water from the catheter. Then the user changed to a 2cc syringe and drained the remaining water, so that the catheter came off smoothly. There was no impact to the patient.